Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced perforation and pericardial effusion. It was unclear which lead caused these symptoms, thus both the right atrial (ra) lead and right ventricular (rv) lead were revised out of caution. Overnight the ra lead had a atrial lead position check fail. It was confirmed by x-ray that the ra lead had dislodged into the right-ventricle. The ra lead was revised again. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.